Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed a momentary pump stoppage on (B)(6) 2017 while the system was supported by the power module. The driveline disconnected alarms was also captured at that time. The pump ramped back up to its set speed without issue following this event. The pump appeared to function as intended throughout the remainder of the log file. A specific cause for the pump stoppage event captured in the log file could not be conclusively determined; however, based on previous complaint experience, the captured events appeared consistent with a potential driveline wire issue. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On (B)(6) 2017, it was reported that shortly after a self test was performed, a high pitched alarm was heard with no visual alarms noted from the system controller. The patient was asymptomatic. A review of the history file revealed a driveline disconnected alarm. The system controller log file submitted to the manufacturer's technical services representative for analysis showed multiple pump stoppage events occurred on (B)(6) 2017. These issues only appeared to be occurring while the lvad system was connected to the power module. The recorded events appeared consistent with a potential driveline issue. Submitted x-rays appeared unremarkable. It was recommended the patient be provided an ungrounded patient cable for use while on a/c power module support. No further information was provided.